Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system, with no associated alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment or hospitalization. Investigation included review of available complaint details and device function history. Investigation of this case revealed no confirmed device malfunction or component failure and no identifiable user or external factors contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.